Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and mildly calcified cx artery lesion exhibiting 95% stenosis. No damage noted to the device packaging. Device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered when advancing the device or excessive force used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed with another medtronic stent. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Evaluation summary: a kink/damage was evident on the distal shaft 25.7cm proximal to the distal tip. Deformation was evident to the distal shaft with the support wire protruding from the distal out material. The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th stent wraps with struts raised. Deformation was not evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.